Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose. The customer¿s blood glucose level was 25 mmol/l and 31 mmol/l. Customer was using auto mode. During high pressure test the pump error occurred, self test and displacement test was passed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.